Manufacturer narrative:
During the investigation the following information was obtained: base curve measured by radius scope and power measured by lensmeter. Both bc and power wire found to be within specifications. No defects were noted on surface and no correlation was found between the alleged injury and the lens processing history.

Event description:
On (B)(6) 2014, synerg eyes received a complaint wherein the patient sustained corneal erosion in od. Report stated: the patient ordered new sets of lenses in early (B)(6) and saw the ecp on (B)(6) 2014, complaining that the od contact lens hurt after 1 to 2 hours of wear. Ecp stated there were no fit changes from the previous year and that, when examined, pt showed epithelial staining in an arc pattern. Eye-care professional (ecp) advised patient to stop wearing the lens and prescribed anti-tear. Pt was to return to ecp practice in 4 days for follow-up. Patient did not return for follow-up until (B)(6) 2014. Pt had discontinued use of lenses for a while, but returned to wearing them prior to visiting ecp and had same painful reaction to the lenses. Ecp states "cornea - same finding" presumably from a repeat staining test. Pt stated that this issue had occurred last year. On (B)(6) 2014, synergeyes contacted (B)(6), an office attendant for (B)(6), od, pc and obtained the following information: pt had recurring dry eyes.